Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user husband advised seat is cracked from front to back on left side. End user husband advised seat has been cracked for over six months but just found out today because wife had covered it up so she would not get pinched.